Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) had developed superior vena cava (svc) syndrome. The device system was explanted. After the removal of the system, the patient was treated with intravenous antibiotics due to subtle evidence of infection around the site area. Evidence of infection resolved very quickly after the administration of the antibiotics. There were no reports of any adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.